Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The pump passed delivery volume accuracy test at 99.05 percent accuracy. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 28 mg/dl. The customer stated that his sensor reading was 190 mg/dl. The customer was confused and unable to treat his low readings. The customer's family member helped him raise his blood glucose level.